Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and diabetic ketoacidosis. The customer blood glucose level was over 600 mg/dl at the time of incident. Customer reported that the insulin pump had motor errors, plastic chipped off when changing reservoir, insulin pump was froze. Customer reported that they received an unexplained random no delivery alarm and insulin pump's clock was 5 minutes slower. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The test battery was removed and reinserted with no failed battery test alarm noted. Device was programmed and monitored with the correct time and date for 2 days. No time loss, time gain, frozen screen or unexpected no delivery alarm noted. Device passed the displacement test, rewind, basic occlusion test, excessive no delivery test, self test, a21 error test and the delivery accuracy test at 0.08750 inches. All operating currents are within specification. Off no power alarm functions properly. The no delivery alarm functions properly during the basic occlusion test. No unexpected no delivery alarm noted during testing. Device was unable to prime during the prime/a33 test and alarmed motor error during occlusion test due to faulty force sensor resistor. The motor was tested outside of the unit and passed. Device had cracked battery tube threads and broken belt clip slot. No damage noted on the reservoir compartment. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).